Event description:
It was reported that the dry box was burnt smell, smoking and sooty. No reports of patient injury are associated with this event. It is unknown if a replacement equipment was sent as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 08, 2022.